Event description:
It was reported by the sales rep that the user placed the device in an upside down position and tried to deploy the marker. It was noted the user pulled back on the marker and the stress on the marker sheared off the tip. The tip was left in the patient. The biopsy results were positive and the patient had a mastectomy performed. The tip was removed at that time.

Manufacturer narrative:
(B)(4). A biocompatibility letter was sent to the account, as requested. The device will be retained by risk management at the account and will not be returned for analysis. Investigation summary: the device was not returned for inspection and eval; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use; warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction number 10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.